Event description:
It was reported that the customer was experiencing high and low blood glucose. It was stated that there is no pattern enough to make changes to his settings. However, if he goes on manual daily injections he can do. The customer stated that he feels the insulin pump was not giving him insulin as needed. Explained that some testing it can be done to make sure the device is working, but the customer stated that there is a mechanical problem, and he has done everything he was told to do in the past and nothing have worked. It was stated that the customer was getting a no delivery alarm. Advised that a replacement of the insulin pump will be sent and call to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.